Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. No DHR was performed because the lot # for the device is unknown. The returned device was examined with 10 x magnification and no leakage point was identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked under the wings of the 23 g x .75 in. Bd vacutainer® push button blood collection set. No serious injury, medical intervention reported or mucous membrane exposure reported.